Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2007. Patient placed a call to patient services on (B)(6) 2012 and stated that when he had his device changed, the doctor discovered the one of the leads was not attached to the device. He was then told that had he needed therapy he would not have gotten it. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).